Manufacturer narrative:
The hill-rom technician found the cover plate was bent. He replaced the side cover to resolve the issue.

Event description:
Information received indicated that the right foot siderail would not latch.